Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2024-0000408. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatogram (ercp) the physician could not get the scope positioned and the procedure had to be abandoned. The physician thought the patient had difficult anatomy as they were unable to perform a sphincterotomy; the scope had to be removed. Upon removal, it was noted that 4 inches of the scope end looked like a bite - wires were exposed and the rubber part of the bending section was ripped. It was said to be "floppy." The scope had been examined prior to the procedure with no noticeable defects. No prior trauma was noted to the scope. Upon follow up, the physician noted that a bite block had been used and it had not dislodged. The patient had not awoken during the procedure either. There were no issues noted with inserting or withdrawal of the scope. A sphincterotome was placed through the working channel with no issue. It was reported that the patient was going to be scanned to see if there was any patient injury. No intervention was required at the time, but the patient did undergo another (successful) procedure at a later date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The subject device was not returned to olympus for evaluation at the time of this complaint. However, the subject device was later returned for a repair request and captured in patient identifier # (B)(6). During standard repair, it was confirmed that internal components were observed protruding from the bending section (a-rubber). Also, the subject device contained third-party parts. Therefore, d9 and h3 have been updated to reflect the evaluation conducted for this subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the joint areas of the insertion tube end of the device detached, and the detached insertion tube end protruded from the a-rubber. Since this defect occurred where the third-party parts were assembled, there is a potential relationship between the third-party repair and the reported event. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: a. Operation manual -3.2 inspection of the endoscope. B. Operation manual- third-party repair: ¿prohibition of improper repair and modification - this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ this supplemental report includes a correction to d5 from the initial medwatch. Also, an update has been made to d8. Olympus will continue to monitor field performance for this device.